Event description:
It was reported the lia (lead integrity alert) tones triggered due to oversensing of noise. The lv (left ventricular) lead pacing impedance was reported to be greater than 2500 ohms, but the lv port was plugged. Periods of asystole and an apparent lead fracture was also noted. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.